Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defect(s) reported by the customer were verified. The reported complaint was confirmed and the following repair activities were performed according to the service report: motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. "Micro": preventive replacement of o-rings performed according to the service manual. The unit was cleaned. Functional, electrical safety and hipot tests were carried out . The short circuit in the motor cable and the drifting resistance values are the root causes of the device failure. Possibly, an internal component failure may have caused the short circuit to happen. However, a definite root cause or the electrical short is undetermined t this point. The device was fully repaired and functional. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and product code 283512 and it was noted that the device was re-worked twice. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the micro tornado handpiece with hand controls has to serviced. It was unknown what was happened. It was discovered pre-operatively. Affiliate stated that no surgery was involved.